Event description:
Device malfunction: marker lumen blockage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the superficial femoral artery after an unspecified procedure. Reportedly, there was no pulsatile bleedback from the marker exit port. The device was removed and a second proglide device was used to achieve hemostasis. There was no adverse pt effect. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.